Event description:
It was reported that on (B)(6) 2024 the patient had a driveline infection positive for staphylococcus hominis while in outpatient clinic. The patient was treated with two weeks of bactrim (trimethoprim / sulfamethoxazole) and keflex (cefalexin), then bactrim for an additional week and keflex for an additional two weeks. The patient's drainage worsened after stopping bactrim. The patient had a computed tomography (CT) and underwent a washout on (B)(6) 2025 with bactrim prescribed on discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.